Manufacturer narrative:
The reported event of both a- and v-setscrews difficult to untightened, and setscrew came out of the device stuck to the wrench was confirmed. Analysis revealed the user of the torque wrench was making incorrect wrench insertions causing the stripping of both setscrew insets. The setscrew cannot be untightened while the wrench is stripping the setscrew inset. The user then forced the torque wrench down into the v-setscrew inset with the corners of the wrench tip going down and being wedged into the inset walls. This stuck the wrench in the v-setscrew. When the user removed the wrench out of the device, the setscrew stuck to it was removed out of the device with it. The problem with both setscrews is related to the user¿s incorrect use of the torque wrench. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, no click sound was head when the physician attempted to screw the right atrial lead into the pacemaker. The physician attempted to unscrew the a lead by turning the screwdriver counterclockwise, but the screwdriver could not engage with the screw. Two screwdrivers were used but the issue persisted. The screw of the ra housing could not be retracted, and the ra lead was stuck in the housing. The physician then tried to unscrew the rv lead but somehow was the rv lead was also stuck and could not be removed from its housing. The physician decided to remove the rubber part, metal ring, and setscrew to get the leads out. The device was removed and replaced. The patient was in stable condition.